Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver shutdown unexpectedly. No product or data was provided for evaluation. Confirmation of the allegation and a root cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. The device was visually inspected and failed. The receiver failed to charge and boot up due to usb pin(s) from j3 are damaged. The receiver failed to retrieve download and attach due to usb pin(s) from j3 are damaged. The functional test failed due to receiver could not boot up and\or communicate with tester. The receiver case was opened, and the internal visual inspection passed. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.